Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ncircle tipless stone extractor was tested prior to use and found to be functioning properly. The device was used to extract a stone from the urinary tract. The device was removed from the patient's body and the basket would not open. Another n-circle extractor was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. No adverse events to the patient were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: as reported, an ncircle tipless stone extractor was tested prior to use and found to be functioning properly. The device was used to extract a stone from the urinary tract. The device was removed from the patient's body and the basket would not open. Another n-circle extractor was used to complete the procedure. Transurethral approach for a right renal ureteral stone was gained. After laser disruption, the reported device was used under flexible ureteroscope (olympus urf-v3). The new n-circle extractor used to complete the procedure was from a different lot number. The patient did not require any additional procedures due to this occurrence. No adverse events to the patient were reported. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. Product was returned and open packaging inside plastic clamshell. Handle was in the closed position. The basket is not visible. The handle was disassembled, could not actuate the basket manually. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows two other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened. The handle as disassembled and the basket could not be manually opened, indicating the issue was with the basket/sheath assembly and not the handle. There was not damage noted to the basket/sheath assembly. The cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 13jan2022: transurethral approach for a right renal ureteral stone was gained. After laser disruption, the reported device was used under flexible ureteroscope (olympus urf-v3). The new n-circle extractor used to complete the procedure was from a different lot number.